Event description:
The pump was returned for investigation. Investigation revealed intermittently responsive keypad buttons, contamination under the keypad button contacts, a bolus button contact defect, and that the battery compartment was cracked. This report is made based on results of investigation completed on 07/08/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: the keypad cover was found to be torn, peeling, and lifting, exposing the up arrow button contact. All keypad buttons were intermittently unresponsive during investigation. There was evidence of contamination found under all key contacts. The bolus button cover had a hole in it, and investigation revealed that the bolus button ¿slug¿ was misaligned. Investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.